Manufacturer narrative:
The microcatheter used in the procedure was not evaluated as a part of this evaluation, so the investigation could not determine if it had caused or contributed to the reported complaint. The investigation of the returned coil system found the introducer with dry blood contamination, the implant deformed at distal, the implant to be attached to the pusher and the pusher's body coil damaged near the attachment bond; furthermore, the device was experiencing heavy resistance/friction during functional testing using a compatible lab provided microcatheter which is consistent with the damages found on the device. The physical evaluation of the device could not identify the conditions or circumstances that led to the damage, but the damage is consistent with the device experiencing forces over specification. The complaint is considered unconfirmed since the alleged unexpected separation of the implant was determined to have not occurred with this specific coil system.

Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device has not yet been returned to the manufacturer for analysis. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with use of the device.

Event description:
It was reported that during treatment of an aneurysm, the embolization coil implant encountered resistance during insertion and advancing into the microcatheter and unexpectedly detached in the microcatheter. The coil and microcatheter were removed successfully from the patient and other coils of the same type were used to successfully complete the procedure. There was no reported patient injury or intervention. Patient reported to be "stable." This is report 3 of 4. Reference MFR. Reports#: 2032493-2021-00246, 2032493-2021-00247, and 2032493-2021-00249.